Manufacturer narrative:
(B)(4). Concomitant products: attune revision tibial base fixed bearing size 6 cemented (150640006/8527589). Attune revision cemented stem 14 mm x 50 mm (151214050/h06594). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for avulsion fracture medial femoral condyle. Event is serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2017; date of event (onset): (B)(6) 2017; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2017-51069. This report is being retracted as it is a report duplication. 1818910-2017-51069 will be kept for investigation purposes.